Event description:
It was reported that during equipment setup prior to the start of a surgical procedure, the rover power cord was found to be broken off the plug assembly. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the device. The damage to the power cord was confirmed, so the power cord and plug assembly were replaced. The cause of the damage is unknown, but may be the result of mishandling. The rover was functionally tested and returned to use.